Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia associated with a power issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 320 mg/dl with symptoms of dehydration. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the pump lost power. The reporter stated that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted no evidence of moisture or corrosion in the pump. The reported power issue was not resolve with troubleshooting. The reported hyperglycemia did not meet the criteria for a serious injury. This complaint is being reported based on the allegation that the pump had lost power of unknown cause.